Manufacturer narrative:
Stryker evaluated the device and was able to duplicate the issue. The device only powers on with the battery, but the battery cannot be charged by the auxiliary power. The field service representative replaced the power supply printed circuit board to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty power supply.

Event description:
The customer contacted stryker to report that their device won't turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device won't turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The faulty power supply printed circuit board (pcb) was sent to the stryker product assessment center for further evaluation. The technician found f1 fuse was blown. Root cause of the reported issue is determined to be the blown fuse f1, part of the power supply pcb.